Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that there was a synchromed ii pump error. A younger patient came with his mother to the emergency unit at a health care facility due to an alarm from the pump. The pump was filled with baclofen. The neurosurgeon connected with the pump via the tablet and it then showed that it was changed to error - safe minimal rate. The neurosurgeon managed to program the normal baclofen dose to the patient on the 19th. On the 20th, the hcp did a follow-up and the pump worked normally, with the dose programmed by the neurosurgeon. The patient was fine and experienced no underdose symptoms. The synchromed ii pump was planned to be replaced in september/october. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the rep asking the clinic to send a session report to the rep. The issue was resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient's dose was 89.43 ug/day, continuous programming. The baclofen concentration was 0.5 mg/ml for the patient. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that plan to replace the pump in sep/oct is due to elective replacement indicator (eri). Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the pump was (B)(6) 2020. According to the logs received, on (B)(6) 2026, at 10:25, code 07 - critical alarm - pump automatically changed to lowest speed, was seen.